Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2014 with the following findings: pump powers with the returned battery cap. Battery cap is able to fully tighten. Battery compartment is intact. No evidence of short battery life observed in black box. Current draws within specifications. The pump case was removed. No evidence of moisture or loose components inside pump. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.